Manufacturer narrative:
Product complaint # (B)(4). Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Mentor manufacturer's report numbers: 1645337-2020-06913. 1645337-2020-06914. 1645337-2020-06916. Are related to the same incident.

Event description:
This complaint is from a literature source. As reported in the literature publication entitled, ¿the emerging crisis of stakeholders in implant-based augmentation mammaplasty in korea¿. 1 patient who underwent implant-based augmentation mammaplasty experienced seroma. Objective: this study has conducted to discuss the emerging crisis of stakeholders in implant-based augmentation mammaplasty and to propose a multi-disciplinary approach to early detection of its complications. Methods: medical examination data of 114 women were collected and analyzed between august 12 and september 27, 2019

Manufacturer narrative:
Section a2 was updated to years.